Event description:
It was reported that the atrial lead exhibited over sensing and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found clavicular crush damage at 25 cm from the connector pin.